Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. The patient states he could not remember the last time he charged his ipg. He stated the stimulation gradually became weaker before it eventually just "died". The patient plans to meet with his physician and sjm representative at a later date.